Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2007. It was reported that the patient was experiencing pain at the ipg pocket. The reported discomfort was said to be present regardless of the stimulation's function. The patient's ipg was replaced with a smaller model and effective stimulation was captured. No further complications were reported.